Manufacturer narrative:
Investigation summary: one sample was received. It came with no packaging flow wrap. It has the barrel flange damaged towards the top of the barrel, right next to the barrel flange. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9294123 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this was likely caused at the diverter during the packaging process. It is possible that there was a jam at the diverter inducing this type of damage to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe barrel cracked and leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 306547 batch no.: 9294123. It was reported cracks in the barrel caused saline to leak out of the sides of the syringes. Per email/complaint form: today a nurse reported to me that they have had several saline syringes squirt saline from the sides of the syringe because there are cracks in the syringe. They are the bd posiflush 0.9% sodium chloride injection usp.